Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, 90% stenosed lesion in the left anterior descending coronary artery (lad). A 2.5x28mm xience skypoint drug eluting stent (des) was advanced to the target lesion and the stent implanted. After stent implantation, the xience skypoint balloon was attempted to be used for post-dilatation, but the balloon would only inflate to 8 atmospheres (atm). The stent delivery system was removed without issue and a non-abbott balloon was advanced to complete post-dilatation, without issue, to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual and functional analysis were performed on the returned device. The reported inflation issue was confirmed. A balloon rupture was noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There was no damage noted to the balloon catheter during preparation which suggests a product quality issue did not contribute to the reported difficulties. The investigation was unable to determine a conclusive cause for the noted rupture and reported inflation issue. In this case, it is likely that the noted balloon rupture resulted in the reported inflation issue. Factors that could contribute to balloon material ruptures include, but are not limited to, balloon damage during processing of the balloon material, inflation technique, interactions with other devices or lesion calcification. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.